Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent partial removal of the mesh on (B)(6) 2016 at the (B)(6) hospital center, in (B)(6), by dr. (B)(6). Upon visualizing the mesh, dr. (B)(6) found extensive adhesiolyses. On (B)(6) 2016 he underwent partial removal of the mesh at the (B)(6) hospital center, in (B)(6), by dr. (B)(6), who found extensive adhesiolyses. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/28/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (b)((4) 2018